Event description:
It was reported that the patient underwent a catheter replacement due to "malfunction catheter"; "not working well". No patient injury was reported. The pump contained lioresal 2000 mcg/ml at a daily dose of 799 mcg. The patient recovered without sequela.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.